Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 400 mg/dl. Customer also reported site infections for one week prior to hospitalization. Diagnosed diabetes ketoacidosis. Customer requested a replacement. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.